Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, due to these issue customer¿s blood glucose level was ¿high¿ which customer addressed with a correction bolus via the pump. Additionally, customer¿s blood glucose level was ¿low¿ due to out of range issues for which customer consumed carbohydrates. At the time of troubleshooting issue was resolved. Tandem technical support provided pump reset information, customer acknowledged and continued to monitor the system.